Event description:
Pt stated he woke up while falling out of his arm chair into a "ball of flame". Pt was using o2 at 2l/min continuously as ordered and received first degree burns to his face and left hand. Family member told rptr that pt is a smoker though pt denies, stating he has quit. Pt also receiving nursing care from local agency. They had noted smell of smoke in home at each visit and had taught pt regarding safety hazards. Oxygen concentrator was checked by an independent organization and no defects were found. Both concentrator and 50 ft extension tube had no burn damage, only cannula prongs were burned. Pt was seen at walk in clinic, treated and discharged home. Equipment was switched out and teaching was reinforced.